Manufacturer narrative:
A4 patient weight added to the report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg is nearing possible premature end of life. The patient's controller displayed the "replace generator soon" message. Surgical intervention may take place at a later date.